Manufacturer narrative:
Based on the claim against the product by the customer noting that the universal surgical manipulator (usm) 1 exhibited an unexpected movement, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) contacted the customer via phone and was informed that the issue was resolved. The issue was not reproduced as there was no site visit. Intuitive surgical inc. (Isi) technical support engineer (tse) verified event date and system serial # (B)(4) during the service support call. No image or video clip for the reported event was submitted to isi for review. A procedure log review was performed. Per the review, the following was confirmed: an endometriosis resection procedure was performed on system (B)(4) on (B)(6) 2022. The probable root cause is attributed to a touch pad calibration issue due to multiple profiles. The probable root cause of the slow response is attributed to multiple profiles stored on the touchpad. Recalibrating the touchpad resolved the reported issue. This complaint is considered as a reportable malfunction due to the following conclusion: it was alleged that the usm moved with unintuitive motion (e.g. Unexpectedly jerked/jumped/swung/bowed, moved in an unexpected/unintended/unknown way). Unintuitive motion could lead to subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy procedure, the universal surgical manipulator (usm) 1 exhibited an unexpected movement. It was noted that the usm1 drifted laterally during use until it automatically stopped without causing any injury to the patient. The usm leds went amber and they had to remove the instrument, reinstall it, and press the clutch button to continue. It was also noted that they did not see any specific messages on the vision side cart touchscreen when the usm1 had the amber light. An intuitive surgical (is) technical support engineer (tse) reviewed the error logs but only found some engagement errors on usm 2 and 4 most likely associated with improperly seated sterile adaptors or instruments. The procedure continued as planned. There was no report of patient injury. Intuitive surgical, inc. (Isi) attempted to obtain additional information via follow-up. However, no further details have been received as of the date of this report.